Manufacturer narrative:
Result: restraint straps damaged.

Event description:
It was reported by repair work order that the restraint straps were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.